Event description:
It was reported by a customer complaint that the pt has been hospitalized in 2007, due to an incident of hyperglycemia. The pt awoke in the morning of 2008 feeling nauseated, fatigued, and muscle weakness. Later the pt began vomiting. The pt checked his blood glucose which was 468 mg/dl. He went to the ER and upon admit his blood glucose was >540 mg/dl. The pt was treated with IV insulin and fluids. When the pump was taken off they noticed that there was no insulin in the cartridge and the luer locked "smashed and cockeyed." The device should be returned for evaluation; but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available, and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.